Manufacturer narrative:
D3: mfg establishment name updated. H3: the device was received for evaluation. A lot history review could not be conducted because no lot number(s) was/were identified. Visual and functional tests were performed. The cassette met the accuracy specifications. The complaint of an occlusion could not be confirmed nor replicated. There was no known cause of the reported issue, and no further action was taken.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cassette installed by the medical staff was full of medication a week after setting it up on the patient. At first the infusion was just boluses and after a while they added a continuous. Pump has not alarmed anything and the volume reported by the machine has been reduced by logically given, but the cassette has not been emptied. After a week the staff replaced the cassette on the same pump and it worked as it should. There was patient involvement, but no injury.